Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** the customer did not provide a serial number. No UDI available.

Event description:
It was reported that the ventilator alarmed disconnection (false positive alarm) as it was connected to a patient. The device alarmed visually and acoustically. Investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** the customer did not provide a serial number. No UDI available. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. During ventilation of a patient, the device displayed a disconnection alarm on the ventilator side. The patient was transferred to another ventilator. No patient harm was reported. The event did not cause or contribute to a death or serious injury to a patient. No log files were available for review. The serial number of the involved device is unknown. No further feed back was received despite remainders. No part was replaced, correction was unknown and the exact root cause could not be confirmed.

Event description:
It was reported that the ventilator alarmed disconnection (false positive alarm) as it was connected to a patient. The device alarmed visually and acoustically. Investigation is ongoing.

Event description:
It was reported that the ventilator alarmed disconnection (false positive alarm) as it was connected to a patient. The device alarmed visually and acoustically. Investigation is ongoing.